Event description:
The user reported that during a cardiac catheterization procedure, the manifold broke off. The manifold was exchanged and the user continued the procedure. However, during the remainder of the procedure, the control syringe was disconnected and reconnected multiple times as air bubbles were seen in the connection point where the syringe connects to the manifold. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal and related exception documents. The complaint database was reviewed and found no similar confirmed complaints for this lot number. A visual inspection of the returned device revealed that the manifold was missing the end port and that the returned syringe had additional material attached to the luer. The returned devices were examined under magnification. The material in the area where the break occurred appeared to be deformed. Based on the condition of the returned device, the root cause of the reported event is attributed to excessive force applied to the manifold to syringe connection during the procedure. No additional devices were returned for evaluation. A follow-up report will be submitted if any additional information becomes available.